Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter balloon ruptured, as a result, the balloon leaked and would not inflate. Per additional information received, the balloon was filled with 10cc sterile water and complainant reported that the leak was noticed immediately after use. The complainant also reported that after visual inspection by the nurse, the balloon was intact, however, there was an alleged 5mm slit that ran parallel to the shaft of the catheter.

Event description:
It was reported that the catheter balloon ruptured, as a result, the balloon leaked and would not inflate. Per additional information received, the balloon was filled with 10cc sterile water and complainant reported that the leak was noticed immediately after use. The complainant also reported that after visual inspection by the nurse, the balloon was intact, however, there was an alleged 5mm slit that ran parallel to the shaft of the catheter.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).